Event description:
It is reported that the patient is experiencing postoperative swelling and pain.

Manufacturer narrative:
This device is used for treatment. A product history search identified no other complaints for the related part and lot combinations. Primary operative notes indicate good range of motion and component tracking during trialing. No complications were noted. Patient visit notes dated (B)(6) 2014 indicate that x-rays showed a well-fixed, well-aligned knee with no radiolucencies or osteolysis. Patient visit notes dated (B)(6) 2015 indicate the patient was experiencing pain and that x-rays showed excellent alignment and good positioning of the components. The surgeon noted that comparison of the patient's x-rays over the past year indicated that the tibial component was in-growing well. No radiolucent lines were noted. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Other devices used: catalog #42522401010; persona vivacit e articular surface, lot #62520176; catalog #42500607002, persona cemented femoral component, lot #62498533 -manufactured by zimmer, ltd; catalog #42540200038, persona all poly patella, lot #62235044 -manufactured at zimmer (B)(4). This report will be amended when our investigation is complete.

Manufacturer narrative:
This device is used for treatment. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
A product history search identified no other complaints for the part and lot combination of the tibial component. Operative notes from the revision surgery indicate that the tibial component had some bone ingrowth at the central aspect, but fibrous ingrowth throughout the remainder of the tibial interface and the pegs. The root cause remains related to z-1266-2015 as previously reported.

Manufacturer narrative:
Review of the device history records for the tibial component identified no deviations or anomalies. A product history search identified no other complaints for the part and lot combinations of the tibial component. Photographs from the revision surgery show that the tibial component had some bone ingrowth in the posterior central region. The photographs also show that the pegs were cut off the tibial plate to facilitate removal. Reported information indicates that the surgeon noted mostly fibrous ingrowth in all other areas, including around the pegs. A field action was conducted on february 19, 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. FDA recall z-1266-2015 contains the related tibial lot number. The CAPA investigation determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices.

Event description:
It is now known that the patient underwent a revision due to pain and swelling.